Manufacturer narrative:
The mcs tip cover accessory and mcs instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci s hysterectomy procedure, arcing was observed coming from a hole in the monopolar curved scissors (mcs) tip cover accessory, which was installed on the mcs instrument. The event occurred while the physician was working on the left side of the patient and while skeletonizing the area. The tip cover accessory was replaced and the planned surgical procedure was completed with no patient harm, adverse outcome or injury.